Manufacturer narrative:
Product investigation is in progress.

Event description:
Unable to take tampon out, had to be removed [foreign body in reproductive tract] had the string of the tampax super cardboard tampons dislodge, unable to take entire tampon out [complication of device removal] had the string of the tampax super cardboard tampons dislodge [device breakage] case narrative: consumer reported via email that the tampon string dislodged. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Unable to take tampon out...had to be removed [foreign body in reproductive tract] had the string of the tampax super cardboard tampons dislodge, unable to take entire tampon out [complication of device removal] had the string of the tampax super cardboard tampons dislodge [device breakage] case narrative: consumer reported via email that the tampon string dislodged. No serious injury was reported.

Event description:
Unable to take tampon out...had to be removed [foreign body in reproductive tract] had the string of the tampax super cardboard tampons dislodge, unable to take entire tampon out [complication of device removal] had the string of the tampax super cardboard tampons dislodge [device breakage] case narrative: consumer reported via email that the tampon string dislodged. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.